Manufacturer narrative:
Manufacturers ref#: (B)(4). G4) similar to device marketed under 510(k)/PMA: k233680. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the following report was made regarding a medical device, celect platinum vena cava filter, lot: e4763372. Due to a malfunction of the trigger, which prevented the proper deployment of the release hook, the device was recovered. The medical device, lot: e4763372, was tested on the operating table. It was confirmed that the hook was only partially released and jammed after the trigger was pressed.